Event description:
"Im may regard my issue to you by this form to the wrong section/place", but it was the closest I think I found to get answer for it on FDA's web. I'm from (B)(6), and I just got a surgical mask packs of 100 masks (2*50 each), that I ordered online. According to the website I bought it from, the masks have an FDA approval. This website belongs to a close members club who work at my field/job (municipal/government), and I highly trust it. However, when I got the packs today, I just got a simple small paper with information about the masks, and it is all in (B)(6) language, and I don't see any FDA symbol or sign on it. I wonder if you can tell me if it is really an FDA approved masks, by seeing the paper I attached here to the form. Thank you. Product type: generic.